Event description:
Reported independent rate change when unplugged from ac power. The pt was receiving taxol (chemotherapy drug) at 200ml/hr. According to the customer contact, whenever the pump was unplugged from ac power it would alarm and stop functioning. When the pump was plugged back in, the rate would revert to 100ml/hr and need to be reset. The pt was reportedly up to the restroom frequently. Therefore, the pump was being unplugged and reset frequently. It was reported that the infusion was taking longer than usual because the pump was unplugged so frequently. There was no reported adverse pt event or harm. Though requested, no further info was available.